Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the disposable cassette and solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during cycle three of four. The patient was connected. The patient discontinued treatment and called hospital the next day. The nurse informed that the supply bag connection was not fully tightened and it could be the cause of this alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.